Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant surgery, the outer insulation of a right ventricular lead was damaged. Lead had difficulties when removing from the body and then exhibited insulation damage. Lead was replaced by another to complete the procedure. Patient had no consequences and was stable after the event.